Event description:
Event description guidant received information that this device had four inappropriately stored ventricular tachycardia episodes as a result of noise on a competitive ventricular lead. Auto sense was programmed on. Threshold and impedance measurements were normal. The patient felt dizzy when the episodes occurred. The field representative was unable to reproduce the noise using isometrics and arm maneuvers.